Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated when powering up this error code 800.8000 shows up. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that she needed to re flash the 8015 to correct this error code. The customer stated that she would just send the 8015 in for repair. I explain to the customer that she didn't have to send the 8015 in to correct this problem. I explain to the customer that all she had to do was re flash the 8015 and this will fix the problems without sending the 8015 in. I also let the customer know that to re flash her 8015 the files she would use is in her firmware file, in the configuration tab. The customer stated that she would look for the cd that contains the files and do the fix herself. The customer said thank you and ended the call.